Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that patient's right hip was revised due to the acetabular shell shifting out of position. The event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided, it is unknown if the device was malpositioned during implantation or if the device loosened/subsided or if patient factors were involved. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to the acetabular shell shifting out of position. A 50mm shell, adm/mdm liner construct, and 22.2 +3 metal head were revised to a 54mm shell with 5 screws, an adm/mdm liner construct, and 28 +4 ceramic head.